Event description:
The rptr stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore when it was inserted into the eye. Lens was removed with the incision enlarged and a suture was used to close the wound. No pt injury. The rptr stated the cause of lens tear was due to loading error. Another same model and size lens and implanted.

Manufacturer narrative:
(B)(4).